Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade 4".

Event description:
Healthcare professional reported "capsular contracture baker grade 4" exchange. This record is for the right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade 4" exchange. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Aware date from initial emdr should have been listed as (B)(6) 2024.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/29/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/12/2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 05/22/2024.

Event description:
Healthcare professional reported "capsular contracture baker grade 4". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted no manufacturing issues were observed.